Event description:
It was reported that the pump exhibited a red screen. The device evaluation revealed the downstream and upstream occlusion seals were delaminated. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection confirmed the downstream and upstream occlusion seals were delaminated. Review of the event history log (ehl) showed no error codes. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream and upstream occlusion seals were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.